Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received hardware low level failures on the pump. The customer¿s blood glucose level was 17.6 mmol/l. Customer stated that they had a received hardware low level failures alarm during self-test and disconnected and complete rewind process. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.